Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log files confirmed a decrease in flow over time; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the decrease in flow and heartmate 3 left ventricular assist system (lvas), could not be conclusively established through this evaluation. A specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, the reported compression of the outflow graft could not be confirmed through evaluation of the returned pump. It was reported that the patient experienced consistent low flow alarms and was admitted to the emergency department. The patient was later transferred to the operating room (or) on (B)(6) 2021. Purulent drainage from the inferior portion of the incision site of a previous debridement was observed. The outflow graft was wrapped in purulent fluid occupying space between the wrap and the outflow graft. The wrapping was removed, and the mediastinum was irrigated with antibiotic saline. Post-operative diagnostic showed sepsis, an existing device infection and an external outflow tract obstruction. The patient was listed as united network for organ sharing (unos) status 2 based on the presence of both device infection, as well as external compression of the outflow graft. Overnight, the patient developed a fever and elevated white blood cell count consistent with sepsis and was found to have increased purulent drainage from the area of their pervious midline debridement. The patient was transplanted on (B)(6) 2021. The lvad pump was returned assembled with the pump cable severed approximately 5 inches from the pump housing. The device appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for evaluation. The distal portion of the pump cable and the modular cable were not returned. The bend relief was returned detached from the device. Portions of heart tissue were returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port; however, it was severed approximately 4¿ from the graft hardware and the severed portion was returned anastomosed to a portion of the returned tissue. The apical cuff was returned secured to the device with the cuff lock fully engaged. Evaluation of the outflow graft did not reveal any evidence of a deformation that would have been present during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted system controller periodic log file contains data from (B)(6) 2021 through (B)(6) 2021. Calculated average flow appeared to decrease consistently toward the end of the file with multiple low flow alarms captured at that time. No additional notable events were captured. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists driveline infection and sepsis as adverse events that may be associate with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, subsection "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Both the IFU and handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for mlp-009155 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient went to the operating room (or) on (B)(6) 2021. The patient had purulent drainage from the inferior portion of their incision site of a previous debridement. Their outflow graft was wrapped in purulent fluid occupying space between the wrap and the outflow graft. The wrapping was removed, and the mediastinum was irrigated with antibiotic saline. Their post-operative diagnostic showed sepsis, an existing device infection and an external outflow tract obstruction. The patient was listed as united network for organ sharing (unos) status 2 based on the presence of both device infection as well as extremal compression of their outflow graft. Overnight the patient developed a fever and an elevated white count consistent with sepsis from their device infection and was found to have increased purulent drainage from the area of their pervious midline debridement. The patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a decrease in flow over time; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the decrease in flow and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller periodic log file contains data from 06mar2021 at 15:20:34 through 17mar2021 at 06:19:53. Calculated average flow appeared to decrease consistently towards the end of the file. From the beginning of the file through 13mar2021, calculated average flow ranged from 3.4-4.3 lpm (average of approximately 4.0 lpm). From 16mar2021 through the end of the file, calculated average flow ranged from 1.8-3.4 lpm (average of approx. 2.7 lpm). Multiple low flow alarms were captured towards the end of the file. No additional atypical events were captured. Multiple requests for additional information were sent to the center; however, no further details were provided. The center reported that the patient received a heart transplant on 05apr2021 (refer to MFR. Report # 2916596-2021-02326). Hm3 lvas, (B)(6) was returned and investigated under (refer to MFR. Report # 2916596-2021-02326). No vad related issues were reported or found in the evaluation of (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, â¿¿system monitorâ¿¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had been consistently alarming for low flow starting at 8:30pm on (B)(6) 2021. The patient was currently in the emergency department. Technical services reviewed the log file and confirmed the low flow alarms. The issue did appear to be related to an occlusion at the outflow graft and there could be a potential twist within the graft if it does not have a locking ring. There were no other unusual events seen within the log file.